Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction and cardiogenic shock was being implanted with an impella cp device for mechanical circulatory support. It was reported that during repositioning of the impella after insertion, the impella popped across the aortic valve and wouldn't re-advance. The medical team removed the impella cp and replaced it with a new impella.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.